Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, lot# v017973, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: v017973, ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim floor patient reported that every time she had a device put in the lead in spine would break and that they were stuck in there and they cannot get them out. No symptoms were reported. No further complications were noted or anticipated.